Manufacturer narrative:
Note: product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference 5433842 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: the evaluation of the involved device show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. Consequently this damage was probably done during the implantation procedure. Dimensional measurements: the diameters of the catheter, the connection ring and the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: - no manufacturing defect was detected on the returned device. -the rupture occurred under the connection ring, shortly after the implantation (6 months). -this is an isolated case. According to the above mentioned information and in view the location of the rupture, the most probable root cause seems to be due to the extension of catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. As a very rare incident, no corrective action is envisaged.

Event description:
"Port inserted into child (chest) (B)(6) 2016. Catheter discovered to have cleanly fractured (B)(6) 2017. On (B)(6) 2016 line inserted (product code 04433842/ lot 36905850) used to administer cytarabine/cladribine, vinblastine, IV antibiotics and intragram at various times while in situ. Had been used to inject contrast for a CT scan on the (B)(6). On (B)(6) 2017, scan showed tip of catheter was in the mid svc and intragam had been infused within a couple of weeks post the scan without incident. No trauma event known to have occurred that may have precipitated the line fracturing. Child had to undergo invasive intervention radiology procedure to remove the broken catheter from their heart, they then had to undergo surgery to remove the port body and have the line replaced."